Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by severed motor mount screws. The motor assembly and severed motor mount screws were replaced.